Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 213 mg/dl during this event. Additionally, the customer experienced a high bg of over 600 mg/dl; cause not known. A manual injection was administered and correction boluses were delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to manual injections for insulin therapy.